Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was failed. A field service engineer replaced the latch inseparable where the magnet had fallen out. Main drawer 2 row b would not eject the cubie; replaced the tray, row board cable, and retractor band. Drawer was recovered and all medications were accessible; operation was confirmed with the customer. Additionally, removed the cubie tray, inspected the muscle wire, and found it disengaged from the release tab. Re-seated the wire and successfully released the cubie using hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed. The customer tried to reboot the station and recover but still drawer was unable to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.